Event description:
It was reported that after successful deployment of a vascular stent in the sfa, the distal sheath was discovered to be detached. The guide wire, the detached sheath and the 6 f introducer were removed as one unit. There is no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.